Event description:
It was reported that the patient implanted with this pacemaker underwent an unrelated procedure. A health care professional (hcp) contacted technical services (ts) to inquire about magnet response. Ts discussed the device magnet response of asynchronous pacing at 100 beats per minute (bpm) and noted the device will return to normal function when the magnet is removed. The patient was not pacemaker dependent and was currently in sinus rhythm. Review of stored device memory prior to the procedure noted sudden brady response (sbr) episodes that were stored due to premature ventricular contractions (pvcs) that resulted in an abrupt drop in sinus rate. The sbr feature appropriately detected and responded to the patient condition. Additional information was later received that the device was explanted and replaced for reported normal battery depletion 2 years 10 months later. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.